Event description:
The corneal incision was planned in the peripheri. Upon removing the handpiece, it appeared centrally over the pupil.

Manufacturer narrative:
A displacement of a cut can occur if the suction is not thoroughly checked prior engaging the cut. It can happen that the eye moves in relation to the suction ring leading to a misplaced cut. At present it is not clear, if the misplacement of the incision cut has caused any harm and if further action is required.